Event description:
Reportedly, during a follow-up performance on (B)(6) 2013, it was noticed that the implant model was not recognized by the programmer and therefore classified as "unk". At the end of the session, it was not possible to export the follow-up electronic report. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.